Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy j7 with android operating system version 12. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness. Upon regaining consciousness, the customer was able to self-treat with lantis and humalog (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing alarms due to signal loss and unable to obtain glucose readings. Attempted to replicate the user¿s complaint using similar configurations of samsung galaxy s10, android 12, 3.4.2.9593 and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy j7 with android operating system version 12. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced a loss of consciousness. Upon regaining consciousness, the customer was able to self-treat with lantis and humalog (dose/type unknown). There was no report of death or permanent impairment associated with this event.